Event description:
Rn on completion of patient's therapy removed 3fr catheter from pt. After 6cm was removed the PICC catheter broke away. The PICC catheter was still visible and so the rn attempted to continue to remove it. No resistance was felt at all during removal. When the rn had removed a further 4 cm the catheter broke again but this time no PICC catheter was visible.